Event description:
In 2008, the pt reported that she received an e6 (mechanical) error on her infusion device. To troubleshoot, the pt was instructed to disconnect from her infusion site. She stated that she has arthritis and was unable to disconnect from the infusion site. She instead removed the insulin cartridge from the infusion device. The pt was instructed to perform the change cartridge procedure but was unable to do so. The device alarmed e10 (cartridge error). The pt was assisted with setting up her backup infusion device. She stated that she wanted to change her infusion headset before reconnecting and had to disconnect the call. She reported that she experienced elevated blood glucose earlier and injected 14 units of insulin via syringe. Upon follow up on the next day, the pt reported that prior to the initial call her blood glucose measured "hi" on her blood glucose monitor. She stated that later in the night she felt as if her blood glucose was low but she did not test. She ate candy and her blood glucose measured 320 mg/dl when she woke up this morning. Her current blood glucose level was 316 mg/dl. Her normal blood glucose range is 54-380 mg/dl. The pt did not want to troubleshoot at the time of the call. Upon follow up on three months earlier, the pt reported that she changed her insulin cartridge, infusion tubing, and infusion site and her blood glucose returned to normal. She was still connected to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.